Manufacturer narrative:
Investigation summary: evaluating the sample provided by the customer,it is possible identify scale missing, confirming the defect. According to the evaluation of the batch history, the maintenance occurrence sap # (B)(4) potentially related to the problem are observed. The defect identified from this complaint will be monitored for trend evaluation. Investigation conclusion: confirmed: bd was able to duplicate or confirm the failure mode indicated by the customer. Root cause description: we¿ve evaluated the records of the batch and the evaluation of the sample provided by customer. During the batch production a maintenance record sap # (B)(4) was observed. After this evaluation it can be affirmed that failure in the scale potentially occurred due a material jam caused by misalignment of the air nozzles of the marking machine. The maintenance team worked in the equipment to solve the problem according to record. Rationale: based on the severity and occurrence a CAPA is not necessary.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 1ml insulin syringe had no scale markings for measuring insulin. Found before use. No serious injury or medical injury reported.